Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked; further described as the "reservoir was filtering the preparation, which did not allow the device to work properly and the preparation got lost." This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photograph, droplets of fluid were observed inside a bag that contained the infusor; which suggested leak may have occurred. The reported condition was verified. Due to the nature of the sample, no further testing could be performed; therefore, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.